Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose. Customer's blood glucose currently was 81 mg/dl. Customer stated the blood glucose reading history as follows: 158 mg/dl and became 41 mg/dl and 59 mg/dl. Customer stated took medication for parkinson and had bolus. Customer stated gave bolus of 19 units that made the blood sugar low. Customer stated he will monitor the insulin pump and check blood glucose accordingly. No information provided.